Event description:
A coronary stent with delivery sys was successfully advanced to the target lesion site in the pts right coronary artery. Upon attempted balloon catheter inflation, it was reported that the balloon burst at 2 or 3 atmospheres of pressure and the stent subsequently became dislodged from the balloon catheter embolizing to an unk location in the pts body. There were no reported attempts made to retrieve the stent. The sds was withdrawn from the pt without complication and another stent was successfully deployed at the target lesion site. There were no add'l complications reported relative to this event.